Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode, however, a device interrogation noted no stored episodes. It was noted that tachycardia therapy had been programmed off one week prior due to a do not resuscitate (dnr) order. Boston scientific technical services (ts) discussed that the device will not store episodes when tachycardia therapy programmed off. Ts discussed programming and troubleshooting options. The cause of syncope was not determined. The device was programmed to monitor only to allow for episode storage. No additional adverse patient effects were reported. This product remains implanted and in service.